Manufacturer narrative:
Device codes: 1494 labeled. Internal file number - (B)(4). Device code 1494: patient selection. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Femoral angiogram results noted calcification was present at the access site. It should be noted that the starclose instructions for use (IFU), states: do not deploy the clip in areas of calcified plaque. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, the starclose se clip was fired, but hemostasis was not achieved. Manual arterial compression and a trombix hemostatic patch were used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.